Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: 5076-58, implantable pacing lead, implanted: (B)(6) 2004; 5072-45, implantable pacing lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient was admitted into the emergency room (ER) for syncope due to the right ventricular (rv) and left ventricular (lv) leads having loss of capture. Additionally, the rv lead had high impedance in bipolar mode due to a fracture. The physician reprogrammed the rv lead to unipolar and capture was regained in both the rv and lv leads and the patient was sent home. Approximately six years later during a routine device change out, the rv lead was capped and replaced. The lv lead remains in use. No further patient complications have been reported as a result of this event.